Event description:
It was reported the patient presented in hospital emergency room after receiving inappropriate atp and hv therapies due to atrial fibrillation with rapid ventricular response. Ventricular ablation was decided. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.